Event description:
The pt had recurrent symptomatic intracranial stenosis and residual thrombosis in the left internal carotid (ica) and middle cerebral artery (mca). Following intra arterial infusion of 5mg of tissue plasminogen activator angioplasty was performed, and the first stent was placed in the distal left mca. A second stent (subject device) was then deployed just proximally to the first stent. Angiography demonstrated some delayed flow through the ica that appeared to be due to a vasospasm around the guide catheter and in the petrous segment due to catheter manipulation. Eighty mg of nitroglycerin were infused slowly. Final angiography showed significant improvement with no evidence of new distal emboli, and the perfusion pattern appeared dramatically improved over baseline, and the angiographic appearance of the mca and ica were dramatically improved." However, there was not robust filling into the left mca. One day post, the pt became less responsive and underwent emergency computed tomography angiography (cta) and a computed tomography (CT) scan. The CT scan demonstrated a large hemorrhage in the mca territory. The pt was intubated and protamine was administered. Following intubation, the pt was completely flaccid, but with brain stem reflexes and required medication to maintain blood pressure. The pt's prognosis was poor and the family decided to withdraw care. The pt died later that day having suffered hemorrhagic stroke related to reperfusion of ischemic cortex".

Manufacturer narrative:
Device manufacturer date: unk as the batch/lot# was not provided. Additional info was provided by the user facility. The pt had undergone angioplasty of a stenotic lesion in the left clinoid carotid segment two weeks prior to the stenting procedure. Eleven days post angioplasty, the pt was treated with plavix and heparin for microemboli in the left mca and aca. This report is related to manufacturer report# 2939204-2009-00695.